Manufacturer narrative:
Additional information: according to the information received from the field the recipient experiences loud sound and background noise. In situ measurements showed fluctuating impedance values, which were most likely caused by physiological changes in the cochlea. The recipient is reportedly on various amounts of medication. After re-fitting the recipient is doing fine now. The device remains implanted and in use.

Event description:
The user reported that on (B)(6)2020 his right implant suddenly became way too loud and therefore the user stopped to wear the external device. As per latest information from (B)(6)2020 the user is now satisfied with the sound quality and will be further monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that since (B)(6) 2020 his right implant suddenly became too loud and stopped to wear the external device.